Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving infumorph (5 mg/ml at 1.7186 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that on (B)(6) 2016 the patient reported that the pump flips. The device diagnosis was pump inversion. On (B)(6) 2016, the patient was advised to avoid flipping the pump in order to avoid bending or rolling the catheter. The outcome was reported as "unresolved with no further action planned". The event was noted to be related to the device or therapy and unlikely related to the implant procedure.